Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of delivery accuracy was not verified. The event log did not shows delivery bolus was given three times. The expulsor will be trimmed to bring the device more into nominal range. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails accuracy -7.0%. No reported adverse effects.